Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Field service];[failed schedule pm inspection. Failed patient occlusion at 14 psi due to a faulty pressure sensor. Also faulty on the display segment. No patient involvement - failure observed during routine preventative maintenance]. There was no reported patient involvement.